Event description:
Reporter alleged obtaining descrepant back to back blood glucose results of 322 mg/dl, 145 mg/dl and 134 mg/dl when all tests were performed within 10 mins on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.